Manufacturer narrative:
Received one used device for evaluation. As received, no physical damage or other anomalies observed. The set was leak tested per specifications. No leaks observed. The returned sample was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 300 ml at 400 ml/hr was run replicating clinical use. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was observed. The complaint of drug overflowed and accidentally touched the patient could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where the customer reported that the chemical drugs (not specified) overflowed from the vent hole and the drug leaked out. The drug accidentally came into contact with the patient. There was patient involvement and patient harm/adverse event is unknown.